Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no damages were observed to the platform. The reported issue of the platform not powering on when used with fully charged batteries was able to be reproduced during functional testing. Further inspection identified that this was caused by the motor controller board not functioning properly. Following replacement of the motor controller board, the device was re-evaluated and functioned as intended. A review of the platform archive was performed and no user advisory or warnings were observed on the reported event date of (B)(6) 2015. Based on the investigation, the part(s) identified for replacement was the motor controller board. In summary, the reported complaint was confirmed during functional testing and is attributed to the motor controller board not functioning properly. Following service, including replacement of this board, the device passed all testing criteria.

Event description:
It was reported that the autopulse platform was unable to power on, when used with several fully charged batteries. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The customer also reported that an attempt to turn the autopulse platform on, was made on (B)(6) 2015. However, the device just flashed and displayed an "initializing" message and then turned off. Product in complaint was returned to zoll on 3/16/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.